Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling: (B)(4).

Event description:
The health care professional reported injecting a patient with 2cc of evolysse form into one side of the patient's midface and nasolabial folds. Approximately one (1) month post injection, the patient experienced swelling. The patient was treated with two (2) rounds of hyaluronidase.